Event description:
A malfunction alarm, identified as malfunction code 0, was reported, which did not cause the customer's blood glucose level to exceed 500 mg/dl; therefore, there was no adverse impact on the customer¿s blood glucose level. Technical support assisted the caller by providing information to reset the pump, and the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact technical support if the malfunction code appeared again, which the caller understood and acknowledged.